Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5078535) on 01-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("painful periods") and adnexal torsion ("ovarian torsion") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included estrogen nos (estrogen). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria hospitalization and medically significant), adnexal torsion (seriousness criterion medically significant), alopecia ("hair loss"), tooth disorder ("dental issues"), weight increased ("weight gain"), amnesia ("memory loss"), arthralgia ("joint pain"), migraine ("migraines"), abdominal distension ("swollen stomach"), dyspareunia ("pain with intercourse") and menopause ("surgical menopause"). The patient was treated with surgery (hysterectomy) and surgery (ovary removal). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, adnexal torsion, alopecia, tooth disorder, weight increased, amnesia, arthralgia, migraine, abdominal distension, dyspareunia and menopause outcome was unknown. The reporter considered abdominal distension, adnexal torsion, alopecia, amnesia, arthralgia, dysmenorrhoea, dyspareunia, menopause, migraine, tooth disorder and weight increased to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization and other serious ¿ important medical event) but did not specify it to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5078535) on 01-aug-2018. The most recent information was received on 08-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("painful periods") and adnexal torsion ("ovarian torsion") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included estrogen nos (estrogen). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria hospitalization and medically significant), adnexal torsion (seriousness criterion medically significant), alopecia ("hair loss"), tooth disorder ("dental issues"), weight increased ("weight gain"), amnesia ("memory loss"), arthralgia ("joint pain"), migraine ("migraines"), abdominal distension ("swollen stomach"), dyspareunia ("pain with intercourse") and artificial menopause ("sugical menopause"). The patient was treated with surgery (hysterectomy) and surgery (ovary removal). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, adnexal torsion, alopecia, tooth disorder, weight increased, amnesia, arthralgia, migraine, abdominal distension, dyspareunia and artificial menopause outcome was unknown. The reporter considered abdominal distension, adnexal torsion, alopecia, amnesia, arthralgia, artificial menopause, dysmenorrhoea, dyspareunia, migraine, tooth disorder and weight increased to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization and other serious ¿ important medical event) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078535) on 01-aug-2018. The most recent information was received on 22-feb-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), dysmenorrhoea ("painful periods") and adnexal torsion ("ovarian torsion") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, parity 2 and acne. Concurrent conditions included gravida ii, red rash, cervical cancer, uti, back pain, nausea, vomiting, kidney stones, flank pain, hematuria, abdominal pain, diarrhea, ovarian cyst, stress urinary incontinence, chronic cervicitis and adenomyosis. Concomitant products included estradiol (estrogen). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea (seriousness criteria hospitalization and medically significant), adnexal torsion (seriousness criterion medically significant), alopecia ("hair loss"), tooth disorder ("dental issues"), amnesia ("memory loss"), arthralgia ("joint pain"), migraine ("migraines"), the first episode of abdominal distension ("swollen stomach"), dyspareunia ("pain with intercourse"), artificial menopause ("surgical menopause"), menometrorrhagia ("menometrorrhagia"), tooth loss ("tooth loss"), the second episode of abdominal distension ("bloating"), fatigue ("fatigue"), insomnia ("insomnia"), fibromyalgia ("auto-immune like symptoms (fibromyalgia type pain)"), kidney infection ("urinary problems (constant bladder and kidney infection)"), cystitis ("urinary problems (constant bladder and kidney infection)"), anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ovary removal, total laparoscopic hysterectomy, bilateral salpingectomy , left oophorectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, adnexal torsion, alopecia, tooth disorder, weight increased, amnesia, arthralgia, migraine, dyspareunia, artificial menopause, menometrorrhagia, tooth loss, the last episode of abdominal distension, fatigue, insomnia, fibromyalgia, kidney infection, cystitis, anxiety and depression outcome was unknown. The reporter considered adnexal torsion, alopecia, amnesia, anxiety, arthralgia, artificial menopause, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, insomnia, kidney infection, menometrorrhagia, migraine, pelvic pain, tooth disorder, tooth loss, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization and other serious ¿ important medical event) but did not specify it to one of the events. Discrepancy noted as per pfs, previously date of insertion noted (B)(6) 2010, now in pfs ((B)(6) 2019), date of insertion noted (B)(6) 2009. Insertion details,: right fallopian tube with the essure:9 coils, left fallopian tube with essure 7 coils into the uterine cavity. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, menometrorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: pfs & mr received. Reporter's information was added. Patient's demographics were added. Added event menometrorrhagia, pelvic pain, bleeding, dyspareunia, tooth loss, bloating, fatigue, insomnia, auto-immune like symptoms (fibromyalgia type pain), urinary problems (constant bladder and kidney infections) anxiety ,depression. Historical condition, concomitant condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078535) on 01-aug-2018. The most recent information was received on 19-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding'), dysmenorrhoea ('painful periods') and adnexal torsion ('ovarian torsion') in a 30-year-old female patient who had essure (batch no. 676716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, parity 2 and acne. Concurrent conditions included multigravida, red rash, cervical cancer, uti, back pain, nausea, vomiting, kidney stones, flank pain, hematuria, abdominal pain, diarrhea, ovarian cyst, stress urinary incontinence, chronic cervicitis and adenomyosis. Concomitant products included estradiol (estrogen). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea (seriousness criteria hospitalization and medically significant), adnexal torsion (seriousness criterion medically significant), alopecia ("hair loss"), tooth disorder ("dental issues"), amnesia ("memory loss"), arthralgia ("joint pain"), migraine ("migraines"), swollen abdomen ("swollen stomach"), dyspareunia ("pain with intercourse"), artificial menopause ("sugical menopause"), menometrorrhagia ("menometrorrhagia"), tooth loss ("tooth loss"), bloating ("bloating"), fatigue ("fatigue"), insomnia ("insomnia"), fibromyalgia ("auto-immune like symptoms (fibromyalgia type pain)"), kidney infection ("urinary problems (constant bladder and kidney infection)"), cystitis ("urinary problems (constant bladder and kidney infection)"), anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ovary removal, total laparoscopic hysterectomy, bilateral salpingectomy , left oophorectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, adnexal torsion, alopecia, tooth disorder, weight increased, amnesia, arthralgia, migraine, swollen abdomen, dyspareunia, artificial menopause, menometrorrhagia, tooth loss, bloating, fatigue, insomnia, fibromyalgia, kidney infection, cystitis, anxiety and depression outcome was unknown. The reporter considered adnexal torsion, alopecia, amnesia, anxiety, arthralgia, artificial menopause, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, insomnia, kidney infection, menometrorrhagia, migraine, pelvic pain, swollen abdomen, tooth disorder, tooth loss, weight increased and bloating to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization and other serious ¿ important medical event) but did not specify it to one of the events. Discrepancy noted as per pfs, previously date of insertion noted (B)(6) 2010, now in pfs ((B)(6) 2019), date of insertion noted (B)(6) 2009. Insertion details,: right fallopian tube with the essure:9 coils, left fallopian tube with essure 7 coils into the uterine cavity. Discrepancy noted as per pfs, previously date of removal noted (B)(6) 2016, now in pfs ((B)(6) 2019), date of insertion noted (B)(6) 2018. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, menometrorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Reporter information and lot number were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078535) on 01-aug-2018. The most recent information was received on 06-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding'), dysmenorrhoea ('painful periods') and adnexal torsion ('ovarian torsion') in a 30-year-old female patient who had essure (batch no. 676716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, parity 2 and acne. Concurrent conditions included multigravida, red rash, cervical cancer, uti, back pain, nausea, vomiting, kidney stones, flank pain, hematuria, abdominal pain, diarrhea, ovarian cyst, stress urinary incontinence, chronic cervicitis and adenomyosis. Concomitant products included estradiol (estrogen). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea (seriousness criteria hospitalization, medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), alopecia ("hair loss"), tooth disorder ("dental issues"), amnesia ("memory loss"), arthralgia ("joint pain"), migraine ("migraines"), swollen abdomen ("swollen stomach"), dyspareunia ("pain with intercourse"), artificial menopause ("sugical menopause"), menometrorrhagia ("menometrorrhagia"), tooth loss ("tooth loss"), bloating ("bloating"), fatigue ("fatigue"), insomnia ("insomnia"), fibromyalgia ("auto-immune like symptoms (fibromyalgia type pain)"), kidney infection ("urinary problems (constant bladder and kidney infection)"), cystitis ("urinary problems (constant bladder and kidney infection)"), anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ovary removal, total laparoscopic hysterectomy, bilateral salpingectomy , left oophorectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, adnexal torsion, alopecia, tooth disorder, weight increased, amnesia, arthralgia, migraine, swollen abdomen, dyspareunia, artificial menopause, menometrorrhagia, tooth loss, bloating, fatigue, insomnia, fibromyalgia, kidney infection, cystitis, anxiety and depression outcome was unknown. The reporter considered adnexal torsion, alopecia, amnesia, anxiety, arthralgia, artificial menopause, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, insomnia, kidney infection, menometrorrhagia, migraine, pelvic pain, swollen abdomen, tooth disorder, tooth loss, weight increased and bloating to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization and other serious ¿ important medical event) but did not specify it to one of the events. Discrepancy noted as per pfs, previously date of insertion noted (B)(6) 2010, now in pfs ((B)(6) 2019), date of insertion noted (B)(6) 2009. Insertion details,: right fallopian tube with the essure:9 coils, left fallopian tube with essure 7 coils into the uterine cavity. Discrepancy noted as per pfs, previously date of removal noted (B)(6) 2016, now in pfs ((B)(6) 2019), date of insertion noted (B)(6) 2018. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, menometrorrhagia, dyspareunia. Lot number: 676716 manufacturing date: 2009/09 expiration date: 2012/09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.